Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the fluency plus endovascular stent graft that are cleared in the us. The pro code and 510 k number for the fluency plus endovascular stent graft are identified in d2 and g4. H10: manufacturing review: a review of manufacturing records was not performed, as additional complaints have not been reported for this lot. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the delivery system was returned for evaluation. Based on the investigation of the returned delivery system and provided images, it was confirmed that the deployment mechanism was in use and that the user could only partially deploy the stent graft which led to outer sheath fracture. Challenging placement site and patient anatomy would require high release force during deployment. Insufficient flushing of the device before use may be contributing factors to the reported issue. In this case, it is unknown if the system was flushed. However, the lesion was not calcified or tortuous in nature. However, the intended treatment site represents an off-label use. Based on the information available, the investigation of the reported issue is closed with confirmed result. Based on the information available a definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling it was found that the instructions for use sufficiently address the potential risks. Regarding preparation of the device the instructions for use states that 'prior to loading the vascular system over a guide wire, both ports must be flushed with sterile saline (...). Flushing these lumens will also facilitate stent graft deployment.' Regarding the anatomy of the placement site the instructions for use states: 'prior to stent graft deployment (...), ensure that the proximal stent graft end is positioned in a straight section of the lumen to reduce the risk of increased deployment forces and possible failure to deploy.' Regarding the placement site, instructions for use states: "vascular stent graft. For use in the iliac and femoral arteries". H10: d4 (expiry date: 06/2022), g3, h6 (device). H11: h6 (method, result, conclusion). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that during a stent placement procedure, the stent allegedly failed to release properly. It was further reported that upon withdrawal the outer protective layer of the delivery system was found to be rupture. There was no reported patient injury.

Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the fluency plus vascular stent graft that are cleared in the us. The pro code and 510 k number for the fluency plus vascular stent graft are identified. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. (Expiry date: 06/2022).

Event description:
It was reported that during a stent placement procedure, the stent allegedly failed to release properly. It was further reported that upon withdrawal the outer protective layer of the delivery system was found to be rupture. There was no reported patient injury.